Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon receipt connector j702 was damaged on the distribution node pca board. The trunk cable connector was damaged, and the distribution node to front therapy electrode pulse wire insulation was broken with wires exposed. The root cause for the damaged j702 connector, trunk cable connector, and pulse wire could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
The granddaughter of an (B)(6) male patient called zoll customer support to report that the patient was receiving a service code 204. The patient was issued a replacement electrode belt.